Manufacturer narrative:
The repeat value of 0.285 miu/ml on 13-jan-2023 was measured after centrifugation of the sample. Upon review of the alarm trace, there were no critical alarms related to pipetting. The sample clotting time was too short. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas e411 disk analyzer. The initial result was 22.35 miu/ml and was reported outside of the laboratory. The clinician (surgeon) questioned the result as the patient was in for surgery and was unmarried. On (B)(6) 2023, the repeat result was 0.285 miu/ml. A new sample was drawn from the patient and the result was <0.1 miu/ml. The reagent lot number was 643770. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.